Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1065. It was reported the pt's penta lead migrated. X-rays were taken post-operatively and showed the penta lead had migrated. The pt was taken back into the operating room and the penta lead was removed and replaced with a lamitrode 88 lead. The lamitrode 88 lead also migrated post-operatively. The pt was opened up again and the lamitrode 88 lead was removed and replaced with a tripole c lead which stayed in place. The pt is now received effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.